Manufacturer narrative:
Please note that the product was not returned for evaluation. The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad outflow graft 0001625461 in relation to the reported event. These included labeling/instructions for use, clinical evaluation and supplier data. Review of supplier data confirmed that the lot met all porosity requirements and no failures were observed with other outflow grafts from the same chemical lot. The instructions for use indicate warning and caution statements in an effort to minimize outflow graft failure during the procedure. The cause for the outflow graft having a circumferential break could not be confirmed as the product was not returned. Based on review of the limited information available, there was no evidence to suggest that the event was related to a device defect. Not returned by site.

Event description:
During lvad implantation the site reported that there was "excessive leakage from the outflow graft" when the patient was coming off bypass. Per the heartware clinical specialist, upon inspection of the graft there was a circumferential split around 5mm from the end of the graft (on the pump side). The tear was described as a complete circumferential split. The surgeon does not believe he nicked the graft during surgery. The site further reported checking the graft thoroughly prior to implant. The graft was replaced from site stock and the event resolved without any reported patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Please note that the product has been returned for evaluation. The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® outflow graft 0001625461 in relation to the reported event. This included labeling/instructions for use, clinical evaluation, visual/functional testing and supplier data. Review of supplier data confirmed that the lot met all water porosity requirements and burst strength both at the body and at the seam. In addition, no failures were observed with other outflow grafts from the same chemical lot. The instructions for use indicate warning and caution statements in an effort to minimize outflow graft failure during the procedure. Specifically, "do not exert excessive tension or force on the gelweave prostheses as it will damage the polyester fibers and the gelatin impregnation, which may result in bleeding". The cause for the outflow graft having a circumferential break could not be confirmed. Based on review of the limited information available, there was no evidence to suggest that the event was related to a device defect.